Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. The patient experienced intermittent sensor errors with her dexcom g7 system between (B)(6) 2025. These errors lasted for more than an hour at a time, though the patient could not recall exact durations. During this period, she did not receive any alerts or error messages through her g7 mobile app, and therefore did not perform any finger stick tests, believing the sensor was functioning properly. On (B)(6) 2025, the patient began experiencing vomiting and uncontrollable diarrhea. No medication or treatment was administered at that time. Later that morning, the patient¿s mother called paramedics. Upon arrival, the paramedics did not perform a finger stick or administer any treatment but transported the patient to the hospital. The patient was confused and unable to recall her continuous glucose monitoring (cgm) reading at the time of hospital arrival. She continued vomiting upon arrival at the emergency room, where diagnostic tests and body scans were performed. A finger stick test revealed elevated blood glucose levels, though the exact value was not specified. The cgm reading at that time was also unknown. The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment including IV fluids, intravenous insulin, labetalol, haldol, potassium, and magnesium. She was admitted to the ICU and remained hospitalized until (B)(6) 2025. No further documentation of medical evaluation or intervention was noted. At the time of reporting, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that an alert/notification settings issue occurred. In connection with the allegation, data found on (B)(6) 2025, the patient¿s estimated glucose values were in range at 05:24 pm, when the app began experiencing signal loss under an hour. After 30 minutes of signal loss, the patient¿s egvs rose above the high threshold (280 mg/dl). Signal loss alerts were delivered with volume, but they were not acknowledged. When signal returned at 06:14 pm, the app delivered high alerts with volume, as expected. The app experienced 10 minutes of brief sensor issue, high alerts resumed for 10 minutes, then egvs went back into range for 10 minutes. From 06:59 pm to 08:59 am the next day, (B)(6) 2025, the app delivered high alerts with volume with the patient¿s egvs rising to high (over 400 mg/dl). The high alerts were not acknowledged. At 09:04 am, the session ended after a full 10 days and grace period. Data investigation could not confirm the allegation. App data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.